Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 06jun2019. The touchscreen was returned to the fi (failure investigation) lab for evaluation. Optical inspection revealed yellowing of a single corner, suspected inter-layer delamination/bubbling, trace cracking, and minor surface smudging/fingerprints. Operational testing was performed and the test ventilator did power on and deliver breaths, no alarms or errors were noted, and the ventilator did power down by using touchscreen buttons. It was noted that the touchscreen calibration did complete and the touch buttons did respond. No fault found. Unable to replicate reported failure. Noted discoloration and cracking of traces. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 14mar2019. (B)(4). The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the touch screen is ineffective. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.